Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging that the one touch basic meter is not powering on. According to the patient, her meter issue started ten days earlier in the morning. The patient may not have been able to test for 10 days. During this period, the patient reported felt shaking at one point. She did not require any medical intervention and did not take any action in regards to diabetes treatment. The patient was not tested on any other meter. It would have been helpful to obtain the following information: testing frequency, medication regimen, and treatment of symptoms. During the troubleshooting session, the patient verified that the meter's battery was correctly installed, there was no trauma to the meter,and the battery had been replaced per the owner's manual. This complaint is being reported because the patient alleged that after the meter issue began she felt shaky, a symptom that can be associated with hypoglycemia. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.